Manufacturer narrative:
The na electrode lot number is dnr40. The k electrode lot number is eca41. The cl electrode lot number is drm90. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and ise indirect na-k-cl for gen.2 results for 2 patient samples on a cobas 8000 ise 1800 module. Patient 1: the initial na result was 111 mmo/l, and the repeated result was 138 mmol/l. The initial k result was 3.7 mmol/l, and the repeated result was 4.6 mmol/l. The initial cl result was 125 mmol/l, and the repeated result was 99 mmol/l. The sample was repeated because the initial na result was marked as a critically low value. Patient 2: on (B)(6) 2025, the initial na result was 111 mmo/l, and the repeated result was 132 mmo/l. On (B)(6) 2025, the initial k result was 3.4 mmo/l. And the repeated result was 4.1 mmo/l. On (B)(6) 2025, the initial cl result was 129 mmo/l, and the repeated result was 102 mmo/l.

Manufacturer narrative:
The field service engineer found an issue with the vacuum nozzle. He replaced the vacuum nozzle and the sipper nozzle. The customer ran qc with results within range. The investigation determined that the service actions resolved the issue.